Manufacturer narrative:
Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to ICD shocks. Upon interrogation, there appeared to be noise from the lvad interfering with the right ventricle lead of subject's implantable cardioverter-defibrillator (ICD). Impedance of rv lead has been decreasing since vad placement in (B)(6) 2018. On (B)(6) 2019, subject had rv lead repositioned and generator changed; patient discharged home on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Device identification, initial reporter name and address, usage of device: additional information. Device identification, device manufacture date: corrected data. Device identification: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion a specific cause for the reported interference could not be conclusively established through this evaluation. The account communicated that the patient was experiencing inappropriate ICD shocks beginning on (B)(6)2019. The patient was admitted from the emergency department due to the ICD shocks. Per interrogation, there appeared to be noise from the vad interfering with the rv lead of the patient¿s ICD. The impedance of the rv lead had been decreasing since the vad placement in (B)(6) 2018. The patient¿s rv lead was repositioned on (B)(6)2019. No alarms were reported for this event. The generator was changed and the patient was discharged home on (B)(6)2019. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.